Event description:
During an in clinic follow up, a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and no anomalies were observed. The lv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured, and it was within product specification. Visual and x-ray inspection of the lead did not find any anomalies.